Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported infusion set tubing detached from connector. Customer replaced infusion set and resumed insulin deliveries successfully no further information was available.